Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
An event occurred on an unspecified date involving a safesett 24 inch arterial pressure tubing reported that product failed/defective tubing associated with leakage. There was a tubing separation at the bonded disconnection point between the tubing and the blood sample port. There was unknown patient involvement and unknown harm/adverse event reported.